Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 50 mg/ml at 17.067 mg/day via an implanted pump for failed back surgery syndrome and spinal pain. A motor stall occurred on (B)(6) 2018 at 13:46 and was active. It was noted the patient¿s pump was refilled on the morning of this report by pentec as well and the nurse had told the patient his pump had stopped working (motor stall). It was unknown if the patient recently had a MRI; however, the patient had not mentioned having a MRI and the rep would check again with him. The pump status and/or event report showed motor stall occurred. The rep would follow up with the healthcare provider (hcp) to review pump considerations. Patient symptoms were not reported. Additional information was received from a company representative (rep) indicated the cause of the motor stall was not determined and the motor stall did not recover. The pump was replaced the morning of (B)(6) 2018 and was sent in for analysis. The pump was replaced right away and the reporter was not aware of any issues that the patient experienced. The patient's weight was not available. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Analysis also found overinfusion of undermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.